Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, when mixed, the injectable graft set immediately and would not inject from the syringe. A small amount of the graft as well as back up kit of synthetic bone graft was used to complete the case. No patient complications were reported.